Event description:
The customer reported that during set up, they powered up the system but the screen never illuminated. The customer had to cancel 8 cases. There was no pt injury.

Manufacturer narrative:
The customer service rep examined the system. The customer service rep could not duplicate the reported event. The system started okay with no errors noted in the event log. The customer service rep reseated all cables on the power distribution board and the host module. The system was tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.